Manufacturer narrative:
Concomitant medical products: 5076-52 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy post implant procedure. It was further reported the cardiac resynchronization therapy defibrillator (crt-d) exhibited a set screw issue. The pocket was re-opened and the crt-d was revised and remains in use. No further patient complications have been reported as a result of this event. Additional information reported that when the device was revised the right ventricular (rv) lead was subsequently revised. The lead remains in use.